Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® buffered sodium citrate (9nc) blood collection tube could potentially lead to erroneous results due to an insufficient amount of additive. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect additive quantity with the incident lot was not observed. The photos did not identify a specific product issue. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd vacutainer® buffered sodium citrate (9nc) blood collection tube could potentially lead to erroneous results due to an insufficient amount of additive. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no. Additional information: samples were received for evaluation. Returned to manufacturer on: 08/09/2018. Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for incorrect additive quantity with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation and testing and upon completion, no issues were observed relating to incorrect additive quantity as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer and retention samples as well as the customer photos, the customer¿s indicated failure mode for incorrect additive quantity with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd vacutainer® buffered sodium citrate (9nc) blood collection tube could potentially lead to erroneous results due to an insufficient amount of additive. There was no report of exposure, serious injury or medical intervention.